Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported cannula failed to discharge properly or to determine if any product condition could have contributed to the reported a and e (urgent care) visit for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that she went to a and e (urgent care) due to high blood glucose readings and the presence of ketones while wearing the pod. She stated that she was concerned that the cannula did not discharge properly.